Manufacturer narrative:
Follow-up # 1 ¿ (12/14/2014). The patient¿s meter has been returned on 12/2/2014 and evaluated by lifescan product analysis on 12/4/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 11/04/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) spain alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. Medical surveillance requested customer service (cs) to contact the patient for follow-up questions; however, cs was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The patient reported that the alleged inaccuracy issue began on (B)(6) 2014 when the patient reported obtaining a reading of ¿190mg/dl¿ using the subject meter compared to a reading of ¿45mg/dl¿ obtained using a freestyle meter, and also a reading of ¿47mg/dl¿ obtained using an optium meter. All readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that they manage their diabetes using insulin and self-adjusts the dose. Over the period from (B)(6) 2014, the patient reported increasing her dose of slow insulin ¿lana¿ from 12 units per day up to 24 units per day in response to the reported issue, and also decreased food intake. The patient claimed that ¿immediately after¿ the alleged issue occurred she experienced symptoms of ¿low, dizzy and sweaty¿. The patient did not report receiving any medical treatment in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and the correct testing process and approved sample site were being used at the time of testing. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggesting serious injury after taking insulin based on elevated meter readings.